Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that their receiver displayed oor intermittently on (B)(6) 2016. No additional event or patient information is available.